Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate and non-target stimulation. The patient underwent a revision procedure wherein two new leads were added and the ipg was relocated and replaced per patients preference for smaller battery and combination therapy. The patient was doing well postoperatively.